Manufacturer narrative:
Citation:juszkat, robert, et al. ¿diagnosis of type iii endoleak and endovascular treatment with aortouniiliac stent-graft.¿ journal of vascular and interventional radiology, vol. 20, no. 1, 2009, pp. 125¿129., doi:10.1016/j.jvir.2008.09.029, (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
An additional failure mode was identified during manufacturer reviews of imaging found in the journal article: juszkat, robert, et al. ¿diagnosis of type iii endoleak and endovascular treatment with aortouniiliac stent-graft.¿ journal of vascular and interventional radiology, vol. 20, no. 1, 2009, pp. 125¿129., doi:10.1016/j.jvir.2008.09.029, this report is related to previous manufacturer report # 1820334-2017-02281 that captured the journal article report of a patient case involving type iii endoleak. During manufacturer review of the angiographic images from the journal article, it was identified in the imaging from six-months post implantation that the right zsle was implanted in 15mm of longitudinal compression. The appearance is suggestive of a third zsle stent on the right which is created by the compression. All of the right zsle including its distal sealing stent was implanted in a large aneurysm. The right zsle seal was maintained by mural thrombus that was stable to six months. This report has been created based on the findings of mural thrombus at the zsle seal. Per the article, the patient recovered well and remains under CT follow-up with no signs of endoleak.

Manufacturer narrative:
Evaluation / investigation: the actual complaint device was not returned. Without the complaint device, a physical investigation was not able to be completed. Angiographic and computerized tomography (CT) scan imaging was provided for review. A review of the provided imaging, instructions for use, manufacturing instructions and quality control data was conducted. Angiographic images performed six months post implantation confirm a type ill transfabric endoleak originating from the right gate proximal stent and right zsle overlap. Three of the four images demonstrating the endoleak show a faint jet of contrast originating from the medial fabric between the proximal and mid stents of the right gate. This correlates with endoleak centered near the flow divider on six-month CT images. The right zsle was a zsle 24-73 implanted in 15mm of longitudinal compression. The appearance suggestive of a third zsle stent on the right is created by the compression. All of the right zsle including its distal sealing stent was implanted in a large aneurysm. The right zsle seal was maintained by mural thrombus that was stable to six months. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were observed. A type ill transfabric endoleak was the result of a long, overly stiff, right zsle ipsilateral leg created by the combination of a shorter than necessary mainbody and zsle implantation in longitudinal compression. There is no lot number or rpn for the compressed zenith flex with spiral-z technology aaa endovascular graft iliac leg. There is no sizing information regarding the initial implantation of the device. Per the imaging reviewer, the zsle ipsilateral leg used in the procedure was long, overly stiff and used with a shorter than necessary mainbody. Per the instructions for use (IFU), strict adherence to the zenith spiral-z iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Thrombosis can occur for a variety of reasons, such as genetic predisposition, iliac tortuosity, external compression, pulsation / repetitive stenosis, improper overlap, narrow inner iliac lumen, vessel damage, and rough surfaces. Tortuosity, compression, and pulsation can create shear forces that stimulate thrombus growth. Where a small thrombus has formed, the clot can enlarge because the blood flow slows around the clot, allowing clot-forming elements to be deposited. Pulsation and a small inner lumen can occur through graft oversizing or undersizing. The main body device was compressed from 96mm to 74mm partly due to anterior to posterior tortuosity. This was listed as a cause for the type iii endoleak described in (B)(4) and the attached image report. There is a possibility that tortuosity and the compression of the main body lead to thrombus formation that migrated down to the iliac leg graft. The compression of the zsle documented in this complaint as well as the improper sizing of the main body tffb graft caused movement in the ipsilateral gate. The image review indicated, ¿the rigidity of the crowded ipsilateral gate and zsle is evidenced by its increasing absence of support within the aneurysm. This focused superior/ inferior movement on the superior ipsilateral gate zsle overlap. These characteristics would have been absent if the mainbody would have been long enough to place the contralateral gate to within 25mm of the aortic bifurcation and if the right zsle would have not been implanted in longitudinal compression.¿ although this was a cause for the reported type iii endoleak, there is no evidence that this was a cause for compression or increased thrombus formation in the right zsle graft. Lot information was not provided, thus a nonconformance search could not be performed. The qc specification, manufacturing instructions, design history files were reviewed and no design related issues were noted. Every device is provided with the instructions for use which lists the indications for use, contraindications, warnings and precautions, proper patient selection and treatment, and proper usage instructions. A root cause of this complaint is likely product use/handling related. User technique due to the implantation of the zsle leg graft into longitudinal compression as well as an improper sealing of the distal end of the zsle right leg graft. Since the zsle leg graft was implanted in 15mm of longitudinal compression, the narrowed lumen and redundant fabric would have increased the risk of leg thrombosis. Another root cause is possibly procedure related; patient condition related to the occurrence. The tortuosity and compression experienced in the main body graft increased the risk of thrombus formation due to the increased shear forces that stimulate thrombus growth. Thrombus formation in the main body can propagate into the leg graft leading to the mural thrombus present in this complaint. Measures have been initiated to address this failure mode. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event.